Event description:
It was reported that the md and the cath lab staff both complained about a problem with the tip of the intra-aortic balloon (iab). While in the cath lab the md inserted an iab-s840c through the super arrow-flex (saf) sheath via right femoral artery. The md properly vacuumed the iab enough inside of the tray, but the iab didn't inflate the inside of the patient's aortic artery. The md was following the instructions for use. The pump was stopped after two minutes. As a result, the md removed the failed iab with sheath together successfully. A new kit was opened, inserted via the same insertion site and used without issue. The intra-aortic balloon pump (iabp) therapy went on as planned. There was no report of patient death, complications or injury. There was an approximate 23 minute delay or interruption in therapy. The patient outcome is no harmful outcome to the patient. It was noted that the length of time in use prior to the event was 25 minutes; the time the md spent to vacuum the balloon inside of the tray and to insert the iab catheter to right femoral artery site.

Manufacturer narrative:
(B)(4).